Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 40.2-41.3cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were found at 6.8-9.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.